Event description:
Customer reportedly received results of 391 mg/dl on his meter and 188 mg/dl on his physician's meter within 10 mins. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.